Event description:
A report was received that the patient underwent a paddle lead revision due to epidural space being too narrow. The physician removed the paddle lead and the patient is reportedly doing well following the procedure.

Manufacturer narrative:
Additional information received indicated that the patient's lead revision was due to pain caused by the epidural space being too small. Following the procedure, the patient was experiencing swelling in the hand which the physician believed was procedure related and no action will be taken.

Event description:
A report was received that the patient underwent a paddle lead revision due to epidural space being too narrow. The physician removed the paddle lead and the patient is reportedly doing well following the procedure.

Manufacturer narrative:
Explanted lead will not be returned to bsn as it was discarded by medical facility. It is indicated that the lead will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.